Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the infusion set got detachement from the pump and it was dropped with the set connected to the body. The patient reported that there was not stress or pull on the tubing. No further information available.